Manufacturer narrative:
The initial MDR was filed on august 07, 2017. Additional information (08/15/2017): ): the name and telephone number of the initial reporter was received and updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). When the sample was tested, it was flagged for re-dilution, however, the sample was not returned from the laboratory automation system (las) to the instrument for rerun (as auto-dilution). The customer attempted to order a manual dilution, resulting in an error, indicating the manual dilution cannot be run as an auto-dilution was defined. The result was properly held in the centralink data management system, however, the customer manually verified and uploaded the negative result. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc determined the cause of the sample not auto-diluting was due to a configuration issue. The "send request for sample command", which sends a request to the las to return a sample tube to the analyzer for re-aspiration was not configured. Siemens personnel made changes to the configuration and the hbsag is repeating and reflexing as expected. It is unknown why the configuration was not set. Configurations are customer definable. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6), not confirmed (B)(6) confirmatory testing result was obtained on one patient sample on a advia centaur xpt instrument. The (B)(6) result was reported to the physician(s). The same sample was repeated on an alternate instrument, resulting as confirmed (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6)) result.